Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure dropped during left inferior pulmonary vein (lipv) ablation. Medication was administered; however, the blood pressure did not recover. An echocardiogram was performed and a cardiac tamponade with pericardial effusion was confirmed. The effusion was drained, and the blood pressure recovered. The case was continued, and was completed with cryo. No further patient complications have been reported as a result of this event.